Event description:
Event description cpi received information that during an attempted implant of this implantable pulse generator (ipg), it exhibited periods of no output. It is suspected that the no output may be related to oversensing. The leads were tested and found to have acceptable measurements. The leads were reconnected and verified to be past the distal screw, and the no output condition reoccurred. The physician elected to implant a new ipg.